Manufacturer narrative:
This report is submitted on september 13, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to no benefit leading to device non-use. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on october,17, 2022.